Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was alleged deformation at the tip of the dilator while being introduced. It further alleged that there was retraction difficulty. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one m.r.I. Lp plastic port with 7 fr s/l groshong catheter kit was returned for evaluation. The introducer sheath and dilator were returned along with the guidewire. The guidewire was noted to be bent but no other damage was noted. The introducer sheath was noted to be bent approximately 3.7cm from the distal tip. The dilator tip was noted to be damaged with a granular surface and a portion of the tip bent outward. Based on these findings, the investigation is confirmed for the reported damaged dilator tip. The bends in the sheath and guidewire were likely part of the same failure that caused the dilator tip to become damaged. As part of the dilator tip was bent outwards, it is likely that procedural factors such as rapid removal of the guidewire and/or excessive force during insertion of the dilator contributed to the reported event. However, the definitive root cause could not be determined based upon available information.

Event description:
It was reported that there was alleged deformation at the tip of the dilator while being introduced. It further alleged that there retraction difficulty. There was no reported patient injury.